Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the unit had an intermittent 010 system failure and sometimes had low readings. Troubleshooting was swapped cables and sensor. There was a visible reading but not all the time. Readings of 70-82 and also just 0. Sometimes 5-10 minutes with inaccurate or no readings. The sensor site was checked numerous times and also changed 2-3 times, it was applied on either finger, to or side of hand. Used hand to hold the sensor, no modifications or re-manufactures. The sensor was dry when in use. There was no patient injury.